Manufacturer narrative:
Reference code nx057z, device name as vega ps tibial plateau, cemented t4, serial number n/a, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date unknown. Ref. Code device name batch, nx033z as vega ps femoral comp. Cemented f6n r 51965494, nn264z as tibial obturator d14mm unknown, nx140 vega ps gliding surface t4/4+ 10mm unknown, nx043 patella 3-pegs p3 51924244. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number 51924244. The nx043 with lot 51924244 is listed in the 3 similar complaints as an involved component. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with as vega knee. As a result of having the product implanted the patient has experienced knee pain, difficulty walking and loosening of the implant. The primary surgery occurred on (B)(6) 2014 and the revision surgery occurred on (B)(6) 2017. All available information has been provided at this time. If additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference xc (B)(4). Associated medwatches: 2916714-2020-00379, 2916714-2020-00380, 2916714-2020-00381, 2916714-2020-00382. Involved components: nx033z (ps femur cemented f6n rt), nx057z (ps tibia cemented t4), nn264z (tibial obturator d14mm, l7mm), nx140 (ps pe insert t4/t4+, 10mm), nx043 (universal patella p3). Cement: zimmer palacos r+g radiopaque bone cement (00-1113-140-01).